Event description:
It was reported that the recently implanted vns patient passed away in early (B)(6) 2015. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.